Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this a veterinary case that involved a (B)(6)dog that weights (B)(6). It was reported that the power tool blocked during surgery fifteen minutes after the surgery began. No human patient involved.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Additional product code for this report includes; dzi, erl, hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with no sign of damage visible. First a functional test without mechanical load of the device has been performed. Second a power measurement on the test bench has been performed. Both tests passed successfully. No rough running or sticking behavior noticeable. The reported issue could not be reproduced. No failure found during testing. The tool has been produced in march 2013 and serviced in november 2013. The device manufacturing documentation has been reviewed. No deviation found. The reported blockage might have been caused by the attachment used with the hand-piece during the procedure. The attachment has not been returned; therefore no investigation could be performed. The device was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.